Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller confirmed that the report of no audio has been isolated to the main pcb and has elected to repair in house, therefore, no product will be returned for investigation. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.